Event description:
(B)(6).

Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon had to pull really hard to remove the bag when removing the specimen then the bag broke inside the patient. It is unknown how the bag was removed nor is it known how the procedure was completed. The patient was seen post op in the surgeon's office for a wound infection at the skin however it is unknown what treatment was given to the patient. The device was discarded. The following information has been requested, but no further details have been provided. If the information is received at a later date, a supplemental will be sent.

Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation. Evaluation summary: as a lot number was not received, a device history review could not be performed.